Event description:
The pioneer plus device became stuck and would not come off the wire. The whole system was removed from the body together as a single unit. The physician decided to stop and abort the procedure. No patient injury or adverse event was reported.

Manufacturer narrative:
(B)(4). Pre-decontamination visual inspection was performed on the returned device and it was observed that no guidewire was stuck on the pioneer plus device. The reported failure cannot be confirmed. We were unable to conclusively determine the root cause of the reported failure. We will continue to monitor complaints for his failure mode via our standard complaint review process and data trending activities.